Manufacturer narrative:
(B)(4). Batch #: u94z4x. Additional information was requested and the following was obtained: irregular movement occurring in/around the hard plastic cover connecting the jaw to the shaft of the x1. No force can be set on the device due to this movement. What part of the device is the "pivot point"? The hard plastic cover connecting the jaw to the shaft of the x1. Is the jaw damaged? No. Did the electrode ceramic separate or break off? No. Did the I blade get damaged or break off? No. Is the jaw damaged but not broken off? No. Is the top jaw loose but not detached? No. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? No. Did the patient suffer any adverse consequences? No. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with the distal guide weld broken. In addition, the device was received with knife blade bent. It is believed that the knife became bent after the knife traveled outside the knife slot of the jaws and the jaws were closed on the knife, creating the bend. The device was connected to the gen11 and it was recognized. However, due to the condition of the knife on the device, not all functional test could be performed as the device received a ¿reposition reactivate error¿. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: the enseal x1 tissue sealer instrument is a sterile, single patient use surgical instrument to coagulate and transect vessels up to and including 7 mm in diameter, tissue and/or vascular bundles. This device is for soft tissue only. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a lap. Sigmoid resection a kink appears to occur at the pivot point. It occurred when there wasn't much force or traction on it. The instrument was unusable afterwards. There are no patient consequences.